Event description:
The customer reported being at the emergency room with symptoms of diabetes ketoacidosis and high blood glucose. The customer stated that she was released the same day. The customer also stated that during the visit to the emergency room, it was found that she had an urinary tract infection. The customer stated that she has been running high for the past few months and she has been treated with manual injections along with the insulin pump. The customer stated that currently, she has been wearing the infusion set for four days. Advised the customer to use the infusion sets for two to three days. Troubleshooting was performed. The date and time was correct. It was stated that the customer's basal was running high due to the bladder infection. The basal, bolus history, and daily totals matched. The alarm history revealed several alarms. Ran a fixed prime and high pressure tests and the device passed the tests. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.